Event description:
It was reported to medtronic minimed that the customer received insulin flow block alarm, pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed), pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement), pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), alleged issue during priming process, and rewind error. The customer reported no adverse event. The event involved product(s) mmt-342g, mmt-1884, mmt-431ag. Troubleshooting was not performed. The customer reported that the past event of the insulin flow block alarm was resolved. Attempted to complete again but pump could not complete the load reservoir process. Customer was able to clear the error but was unable to complete the rewind process. Customer was able to clear the error and complete rewind if requested. Conducted fill cannula delivery test but delivery was not recorded in daily history. No harm requiring medical intervention was reported. No product return is required for mmt-342g. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.